Event description:
After two years of pt complaining about groin pain, x-rays revealed that the cup had loosened and spun. No sign of bony ingrowth within porous coating of cup (left side).

Manufacturer narrative:
Complaint was temporarily reopened to add information provided by litigation. This information does not change the investigation, which is still considered closed.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of product error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.